Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -8.00/1.0/95 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced low vaulting. Lens remains implanted. Cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: b5- per final cq received on 31-jan-2022: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -8.00/1.0/95 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The len was exchanged for a spherical model lens longer in length (13.2mm vicm5_13.2) on (B)(6) 2021. The problem was resolved and "patient is happy!" Cause of the event was reported as unknown. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -8.00/1.0/95 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced low vaulting. Lens remains implanted. Cause of the event was reported as unknown.